Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited red dots on the screen when they plug it in. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image. Based on the results of the investigation the cause of the red dots on the screen when plugged in and no image was likely due to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.